Event description:
It was reported that the arctic sun device failed calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 28. Discussed that this was an indication that the device was not cooling. Stated that t4 was at 40c, had them drain water from the chiller tank and stated they received more than 0.5 l. Discussed that this was indicative of a chiller failure and recommended a depot assessment. It was updated by rcc on 22may2024, that they would like to ship this device in for an assessment and stated no loaner was needed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 28. Discussed that this was an indication that the device was not cooling. Stated that t4 was at 40c, had them drain water from the chiller tank and stated they received more than 0.5 l. Discussed that this was indicative of a chiller failure and recommended a depot assessment. It was updated by rcc on 22may2024, that they would like to ship this device in for an assessment and stated no loaner was needed.